Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ protector p14j leaked. The following information was provided by the initial reporter: when drawing velcade(chemo), a bit of air was in the syringe and hcp pressed the air back with the vial kept upside-down. Then drug leaked. Hcp cannot specify where the drug leaked from.

Manufacturer narrative:
Investigation summary: one physical sample was received for evaluation by our quality personnel. Upon inspection of the sample, the protector was properly fitted to the vial, no damaged was identified, and no leaks were observed. It was noted that the needle of the protector did not penetrate the center of the vial stopper, damage was noted on the stopper. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Product undergoes a series of tests and inspections during manufacturing to ensure the quality and functionality of the device, including leakage testing. After the function test bladder worked properly, liquid could move between syringe and vial without anomaly and no leakage was found between the protector and the vial. Nor anomaly found on n35 or protector after a leakage test. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is likely the protector was not properly attached, resulting in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team.

Event description:
It was reported that bd phaseal¿ protector p14j leaked. The following information was provided by the initial reporter: when drawing velcade(chemo), a bit of air was in the syringe and hcp pressed the air back with the vial kept upside-down. Then drug leaked. Hcp cannot specify where the drug leaked from.